Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2015. Subsequently, patient was revised on (B)(6) 2015 due to periprosthetic fracture after a patient fall. The modular head and femoral stem were removed and replaced.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted that it most likely due to patient condition, however examination of returned device was inconclusive in determining root cause.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "postoperative bone fracture and pain."